Event description:
A female consumer reported an event with band aid bandage flexible fabric extra large. It was reported that a consumer used a band-aid on separate wound on the left breast to cover a scratch from scratching a mole. The consumer reported that her skin was peeled/ripped off with the adhesive on the band-aid when she took it off. The event occurred on (B)(6) 2021 and was very painful. It was also reported that the wound was oozing clear liquid. Due to pain, for 3 days and it was not getting better, she sought for proper medical help. On (B)(6) 2021, in urgent/outpatient care, an open wound on the left breast, initial encounter, was observed and addressed. Cephalexin/keflex was prescribed with change dressing twice daily.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Weight and ethnicity were not provided for reporting. Brand name, common device name, manufacturer name, city, and state, lot #: this report is for bab flexible fabric extra large USA 381370056850, lot number- 210516. UDI #: (B)(4). Upc #:381370056850, expiration date: na. Lot #: 210516. Concomitant medical products: device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on may 16, 2021. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.